Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that flex vision pc failed to start. Fse discovered during a functional test that the system was stuck at zero and would not start up. The system was fully rebooted by the fse, and it went through a full power cycle. After the power cycles were finished. After completion of power cycles, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to start, it was stuck at 00:00. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.